Event description:
The pt reported in 2007 that she was unable to check the (left-sided) ipg with the pt programmer, only the 9v light would come on; when the (right-sided) ipg was checked, all three green lights came on. The pt services representative instructed the pt to perform additional "ipg status" checks, but only the 9v light would illuminate. The representative redirected the pt to contact the physician to interrogate the product for suspected weakening. The left-sided ipg was returned for analysis by the representative stating the product had reached end-of-life sooner than expected; no short circuit had been detected.

Manufacturer narrative:
Final device analysis results revealed both b-battery bond wires were lifted from the hybrid bond pad; the epoxy bond (weld) was broken between the hybrid circuit and both battery terminals. One feed-through wire was lifted from the hybrid bond pad on both the #0 circuit and on the #1 circuit. Analysis results confirm the reason for device return, there was no output or telemetry from the product, as received.